Manufacturer narrative:
Manufacture date: oct 21, 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient presented for right ventricular lead revision, the physician noted that the right atrial lead exhibited oversensing resulting in pacing inhibition. The lead was capped and replaced successfully on (B)(6) 2016. During the procedure the patient's blood pressure was low, post procedure all vitals were normal.